Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (400s mg/dl) and insulin pens were used to address the bg level. The contact did not know the cause of the high bg; however, reported that the customer was "horrible at managing" the diabetes. Tandem technical support advised the contact to discuss the high bg events with a healthcare provider.